Manufacturer narrative:
A ge service rep performed an on site investigation. The iris pot was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had an intermittent "bad iris pot" error message at boot up. No patient injury was reported.